Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image is not displayed. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed as no image could be produced. Additional findings include: a crack on both sides of the video connector, a failed pressure leak test and a third party cable was used on the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the autoclavable camera head, the image was black while printing. The procedure was therapeutic (gynecological), there was no delay and the procedure was completed with a similar device. There was no patient harm associated with the event.